Manufacturer narrative:
Request for additional information, resulted in no details given. No device or device information were received. This product line was phased out four years ago. This system is not a modular system. Manufacturer of the device cannot be confirmed. Complaint cannot be confirmed.

Event description:
Competitive distributor requested removal instrument for an alleged modular pedicle screw shank fracture. Revision was planned for (B)(6) 2021. Multiple requests for additional information and confirmation of device manufacturer were made, with no response. It is unknown if revision occurred.